Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment and unintended system motion could not be replicated in a testing environment based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported device entrapment and unintended system motion could not be determined based on the returned device condition. Factors that contribute to device entrapment may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. Factors that contribute to unintended system motion may include, but are not limited to, the user closes foot before suture deployment (i.e. Before plunger fully retracted proximally). The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after a transcatheter aortic valve replacement interventional procedure. Reportedly, deployment steps were performed successfully; however, when the proglide device was attempted to be removed it was unable to be retracted. The tissue tract was irrigated and dilated (a simple widening of the nick and spread incision without cutting the vessel) revealing that the suture knot was stuck to the sheath of the proglide device. The suture trimmer was used cut the suture and the suture was unraveled to remove the proglide device. The patient was fine, no damage to the vessel occurred. Wire access was maintained; therefore, another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.